Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 1131 mg/dl. The customer experienced symptoms such as dehydration. The customer was treated with insulin drip. The customer stated that the insulin pump did not alarm the customer to inform them of their rising blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.